Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic record from the event and was able to confirm that the device did power off then on during the event.   Physio then performed a physical examination of the device and observed that the battery pins were extremely loose.  Loose, worn or damaged battery pins can cause an inappropriate loss of power.  Physio then tightened the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event, even though the batteries were full. There were no reports of adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided.